Manufacturer narrative:
No product was returned for evaluation. The report of low flow alarms was confirmed based on the evaluation of the submitted system controller log files; however, a correlation between the device and the alarms could not conclusively be established through this evaluation. In addition, the report of suspected pump thrombosis could not be determined as the pump is not available for investigation. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patients weight was not provided. Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. Approximate age of device 2 years, 9 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on an unspecified date for suspected lvad thrombus. The patients lvad system was producing low flow alarms. Review of two submitted log files by the manufacturers technical services representatives confirmed the low flow alarms; however, the data did not reveal parameter trends consistent with lvad thrombus. It was reported that on (B)(6) 2016, the patient expired due to confirmed pump thrombosis. Additional information was requested, but was not provide. No additional signs or symptoms of pump thrombus were reported. The patients family denied an autopsy and the pump will not be returned for evaluation.